Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The root cause of this event cannot be conclusively determined with the available information; however, it appears that this event was like due to patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Moreover, the device instructions for use states that the safety and effectiveness of this device has not been established in children. This patient was (B)(6) years old at the original time of valve implantation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. (B)(4).

Event description:
It was reported via the implant patient registry that a 3300tfx 23mm valve, implanted in the pulmonic position for approximately for three (3) years and eight (8) months, was explanted due to thrombosis. This is a (B)(6)-year-old girl with a history of pulmonary atresia and vsd, who initially had a shunt followed by rastelli procedure in 2014. Her valve was replaced one year later with the subject device because of early failure of her homograft. She developed a blood clot in the main pulmonary artery and developed a gradient in that area. The patient was taken for surgery and a large blood clot, well-organized, was coming out from the tissue valve. The explanted device was replaced with a 11500a 23mm inspiris resilia valve. The patient tolerated the procedure and was discharged in stable condition on pod #2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.